Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no issue was observed. Complaint of pressure offset error was confirmed. Transducer p2 was out of spec and caused the pressure offset errors after power up. Cause of errors is a defective transducer. Product passed functional testing with a known good transducer installed. The complaint investigation has concluded that cause of errors is defective electronic component p2. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the control unit had a pressure offset error. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.